Event description:
While the unit was in use on a pt they found the leads were turned off on the pt. After looking at the pt's history, they noted that the leads had been off for awhile and they were unaware as to whether or not the unit had alarmed audibly. The pt was found to be unresponsive and later expired.